Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that a refill was missed due to a scheduling issue. It was stated that the pump went dry. It was noted the low reservoir alarm was set at 1.5 ml and not 2.0 ml. The patient went through withdrawal, felt sick, was nauseous, was throwing up, was yawning, and felt like she had the flu. She did not know the alarm was coming from inside her because it was so quiet. The event date was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.